Event description:
It was reported to boston scientific corporation that a zero-tip nitinol basket was being used in a stone removal procedure. According to the complainant, the basket would not open. Patient condition is unknown at this time. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed. (B)(6).